Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer feels well and requires no medical attn. Customer's expected blood results are 120-130 mg/dl. Verified the strips expired 10/31/2016 and have not been in use for fore than 4 months. Customer confirms the strips are stored properly. Customer performed a back to back blood test, 250 mg/dl and 304 mg/dl. Reviewed meter memory: 205 mg/dl, (B)(6) 2015, 11:39:00 pm, fasting: yes; 227 mg/dl, (B)(6) 2015, 11:56:00 pm, fasting: yes; 218 mg/dl, (B)(6) 2015, 11:55:00 pm, fasting: yes; 351 mg/dl, (B)(6) 2015, 07:36:00 am, fasting: no; 201 mg/dl, (B)(6) 2015, 11:30:00 pm, fasting: no. Meter has incorrect time and date. No adverse event reported.